Event description:
It was reported by the rep that (2) tsw35 were used during an unknown procedure. It was reported that the staples would not close properly. There are photographs to follow. There was not a reported consequence to the pt and the original device was not saved. The returned device was the same lot number.